Event description:
It was reported that the patient was experiencing thoracic pain, shortness of breath and had pneumothorax one day post implant for which the patient remained hospitalized. Patient's symptoms were deemed to be related to the system implant. The patient's symptoms resolved and the system remains in use. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.